Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.

Event description:
The customer reported the system would not allow fluoroscopic x-ray to be produced. No x-ray. There is no report of pt injury or death.